Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the power loss issue was verified in the history but could not be duplicated. The black box shows evidence of short battery life. Low and replace battery alarms were observed in the alarm history. The pump electrical current draws were tested and all were within specifications. The pump was exercised for 24 hours, on a 1 unit per hour basal rate, with no power issues or alarms occurred during testing. User error cannot be discounted as contributory to this event, as the patient stated that the battery cap had never been replaced on this pump. And the yellow o-ring was visible on the battery cap. The owner's guide advises replacing the battery cap every three months.

Event description:
The patient contacted animas on (B)(6) 2012 alleging that the pump has been emitting low battery and replace battery alarms for three days. The patient stated that he does get the pump wet but denies moisture in the battery compartment and stated that there was no visible crack in the casing. The patient reported that the pump had lost power several times. The patient verified that the yellow o-ring was visible on the battery cap and that the battery cap had never been replaced on this pump. The owner's guide advises replacing the battery cap every three to six months. The patient stated that he is using brand new batteries in the pump and confirmed that the auditory and vibratory functions of the pump are operable. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power loss issue, which remained unresolved.